Manufacturer narrative:
(B)(4) serial # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a revascularization infarction heart surgery in dissection of the mammary artery procedure, the device is misaligned and formed cross staple which released from the artery and caused bleeding. It was made a repair with suture. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the lx107 device was received with the handle coating damaged and jaws were misaligned; therefore, the clips could not be loaded into the jaws. However, it could not be determined what may have caused this condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.